Manufacturer narrative:
A steris service technician inspected the 4095 surgical table and found that table's floor locks were functioning correctly, and that there were no issues with the function or operation of the surgical table. Based on the description of the event and the technician's inspection, it is likely that the reported event was caused by an obstruction stored below or around the table. The table may lift from the floor as described in the reported event should an object obstruct the tabletop from being lowered when commanded. The 4095 surgical table operator manual states (pg. 18), "warning-personal injury and/or equipment damage hazard: failure to keep all personnel and equipment clear of the surgical table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." A steris account manager will offer in-service training on the proper use and operation of the 4095 surgical table, specifically, to ensure the table is clear of any potential obstruction to table movements.

Event description:
The user facility reported that during a patient procedure their 4095 surgical table was found tipped towards the head end and the foot end of the table had lifted off the floor. The procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the 4095 surgical table; however, the user facility declined. No additional issues have been reported.